Event description:
During a (pta) percutaneous transluminal angioplasty, the (sds) stent delivery system split into two pieces, with the distal end remaining in sheath/patient. The portion in the patient was removed by advancing the sheath and exposing the broken end, then the operator removed it manually. There was no reported patient injury reported with the event. Please note that multiple attempts were conducted to obtain relevant event data, however these attempts were unsuccessful. No add'l info will be forthcoming for this report.